Event description:
A customer reported a malfunction on their pump, indicating that the screen went dark and would not turn on initially. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to connect the pump to a power source, which resolved the display issue temporarily. However, the malfunction code was not resettable, and the pump was set to be replaced by technical support due to recurrent issues.